Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
Product ID 8703 lot# j94142195, implanted: 1994 (B)(6); product type catheter. (B)(6).

Event description:
It was reported that there was no alleged product issue. It was noted that the actions required as a result of the event included medical intervention. It was reported that the patient¿s pump site looked infected. It was noted that it was red and ¿leaking a bit¿. It was reported that the patient was able to see a healthcare provider (hcp). It was noted that the patient¿s status at the time of report was alive ¿ no injury. It was reported that the patient¿s symptoms were an unknown type of infection. It was noted that it was unknown if a culture was taken or if antibiotic treatment was necessary. It was reported that the patient had pain. It was noted that the location of the issue or symptoms was the device pocket. It was reported that the pump was used to infuse an unknown drug. It was reported two days later that the patient¿s pump was used to infuse morphine. It was noted that the patient was placed on antibiotics and an ointment. It was reported that the patient would follow-up with their healthcare provider (hcp) in 6 weeks.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was later reported that there was no infection suspected of the pump pocket. There was skin erosion of the pump. The patient status after device removal included recovered without sequela. There was no patient injury. The device removal was device-related. A rotor study and dye study were not performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.